Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694958 lead: 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached end of life (eol). After the device had reached eol the patient had an episode of fast ventricular tachycardia and detection was reached but no therapy was delivered due to eol condition and a charge circuit timeout. The patient was rescued by an external cardioversion. The device was explanted and replaced. No patient complications have been reported as a result of this event.